Event description:
Smoker, periodontal disease, primary stability not achieved, implant wasn't completely covered by bone, inadequate bone quality/quantity, bone resorption, peri-implantitis, infection.